Event description:
It was reported via both the competent authority and the customer (by fax) that at (B)(6) 1 surgery took place on the 3rd december. It was also reported that during the surgery, the drill broke. The customer reported the event to (B)(6) (the same reference as the per (B)(4)). Two pers have been raised (per (B)(4) and per (B)(4)) as 2 events occurred in 2 different days for the same catalog number.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.